Event description:
Pt presented with severe tortuosity in the iliac vessels. During positioning of the bifurcated device, the physician was unable to pass an 0.014" guidewire through the contralateral device limb wire, and decided to go without it. While attempting to release the contralateral limb by pulling on the device limb wire, the limb wire separated from the contralateral limb sheath right at the base of the sheath. Since there was no 0.014" wire in place to use a snare, a retroperitoneal cutdown was performed to retrieve the limb sheath. The rest of the procedure went without incident. The pt is doing well.

Manufacturer narrative:
Review of lot records/work orders. No issues were noted. One prior report has been issued (ref MDR #2031527-2008-006). Both devices were from the same lot. Further investigation of the returned device indicated that the uv adhesive bond at the location of the limb sheath/guidewire was not fully cured which could affect the tensile strength at that location. Both the component failure and operational context caused the event.